Event description:
Pt was revised to address chronic dislocation.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted at implant due to mis-sizing. Per the cer: the device was implanted for mvp on (B) (6) 2010. After implant of the valve, it was reported that the stent post damaged the left ventricle possibly due to oversizing. The device was explanted at implant and a smaller device was implanted as a replacement. Two pericardial patches were used for left ventriculoplasty. Tap was performed and a device was implanted in the tricuspid position in the same operation.

Manufacturer narrative:
See also hvt004838 for (B) (4) - failed mitral ring repair). This is for report only. Customer letter not required. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. Device was discarded at the hospital and will not be returned for evaluation. Patient condition was not stated. Remains unknown. No surgeon's name was provided. Device will not be returned as it was discarded at hospital.